Manufacturer narrative:
The insulin pump had constant motor error during rewind motor encoder signal out of phase. No alarm noted. The insulin pump was unable to perform the displacement test due to motor error alarm. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported receiving motor error and motion sensor test failure alarms on the insulin pump. The customer's blood glucose level was not known mg/dl. During troubleshooting, it was stated, the insulin pump had been on the customer when she went into a magnetic resonance imaging machine. Customer realized the device was on and took it off. The customer was not using the sensor feature. The customer was unable to complete the rewind sequence, due to the motion sensor test failure alarm occurring, which could not be cleared. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.